Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that the lead was returned in one piece. Insulation abrasion was noted at 26.8 cm to 26.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another device or features of the heart. (B)(4). (B)(6).